Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, customer reported that the autopulse platform (serial # (B)(4) displayed "system error, out of service, revert to manual CPR " upon powering on. Per reporter, there is no visible mechanical damages on the autopulse platform. No patient involvement.

Manufacturer narrative:
Correction h4: autopulse platform manufacturing date. The customer reported a complaint that "the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" upon powering up" was confirmed during the functional testing and based on the archive data review. The probable root cause for the customer reported system error was an internal component error or malfunction of the processor board. The platform has been serviced a few times previously with similar complaints. Zoll has agreed to provide a replacement autopulse platform to the customer, therefore, service will not be performed and the autopulse platform will scrapped. Upon visual inspection, no physical damage was observed. The archive data indicated system error - user advisory (ua) 132 (internal watchdog timeout); thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on; thus, confirming the reported complaint. Historical complaints were reviewed for service information related to the reported complaint, and there were three similar complaints reported for autopulse platform with sn (B)(6). Ccr 23702, reported on aug 02, 2016, ccr 40578, reported on may 23, 2018, ccr 52459, reported on dec 22, 2020, due to a defective processor board.